Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported event of ¿no location¿ error on electrodes 1-4 and magnetic field sensor error could not be confirmed. The magnetic sensors met specifications during electrical testing with no open or short circuits detected, the 10-pin connector eeprom met programming specifications. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During the premature ventricular contraction procedure, there was a delay due to communications issues. The catheter had a no location error and no egm data. The catheter was replaced but the same issue occurred. The catheter was replaced again and the procedure was completed with no adverse consequences to the patient.